Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 672 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. It was noted that customer was also seeming confused. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was not completed as caller would need to call back.